Manufacturer narrative:
The reported complaint of a leaking cool line catheter (lot #81103) was confirmed during functional testing. A pinhole leak was observed at distal end of proximal balloon. The probable root cause for the reported complaint can be a latent material defect. Visual inspection of the returned cool line catheter was performed and observed no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The returned catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for cool line catheter with lot number 81103.

Manufacturer narrative:
Zoll has not yet received the zoll coolline catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During hypothermia therapy, the coolline catheter was observed with blood on the catheter tubing. The nurse reported a "balloon rupture" on the catheter. No further patient information received. No known impact or patient consequence information was available.